Event description:
Diagnostic procedure-boomerang catalyst used. Hemostasis was achieved. Thirty mins post op, patient complained of abdominal & back pain and low blood pressure. CT scan was performed and noted a small retroperitoneal bleed. Manual compression was applied and patient was administered dopamine. Patient recovered uneventfully.

Manufacturer narrative:
Na